Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a rotator cuff repair surgery the control unit, dyonics 25 presented pressure problems, the pressure was set at 45 but the pump was working way higher than that, it displayed an incorrect reading. The procedure was completed with a 15-min surgical delay using a different surgical technique, the pump was turned off and went to gravity inflow. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection was performed on the exterior of product and a cosmetic flaw (gap) was observed between the top cover and front bezel and missing one foot. A functional evaluation was performed on the returned device and found p1 & p2 transducer failed pressure test a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with an electrical component failure. Factors which could have contributed to the reported event include a defective transducer. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.